Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.